Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 82 mg/dl. The customer stated that she is a brittle diabetic and has frequent low and high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer states that she wears the infusion set for more than three days. The customer was advised to never wear the infusion set for longer than three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.